Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. All steps of preparation were performed according to the instructions for use. While attempting to remove the lock line, it became stuck in the clip delivery system. The physician was able to retract the lock lever and unlock the clip and the clip was removed from the patient. Another clip was prepared and deployed, reducing tr to grade <1.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability removing the lock line was due to the observed knot in the lock line; however, a definitive cause for the knot cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. All steps of preparation were performed according to the instructions for use. While attempting to remove the lock line, it became stuck in the clip delivery system. The physician was able to retract the lock lever and unlock the clip and the clip was removed from the patient. Another clip was prepared and deployed, reducing tr to grade <1.